Event description:
(B)(4). Initial report: this case was reported by a division of evidence based medicine in dermatology via (B)(4) health authority. This group is conducting an injectable filler safety study. The aim of the study is to register adverse events to these injectable filler materials in the (B)(4) areas of europe. This case involves a (B)(6) female patient. In (B)(6) 2006 the patient had been treated with poly-l-lactic acid (sculptra, batch-no. Unk). In (B)(6) 2006 the patient experienced intolerance reactions with swelling; later on, the patient suffered from moderate (non-inflammatory) formation of nodules with moderate/severe discoloration. Corrective treatment included injectable steroids, massage of injection areas, and allopurinol. Outcome: signs and symptoms improved. Assessment (from (B)(4)); the events were probably related to treatment with poly-l-lactic acid. Addendum for follow-up received 05-sep-2008. (B)(4): batch record review without hint to root cause, no faults, defects, damages detectable.